Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00015. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and watchman® laa closure device & delivery system (wds) were used. The closure device was deployed, but it was a little distal in the laa. The physician feels that they released some of the torque on the was causing it to "scrape" the back wall of the laa. The echocardiogram physician noticed a pericardial effusion. The patient's blood pressure decreased slightly and their heart rate increased. The physician decided to fully recapture the closure device. A pericardial tap was then performed which drained 80-100cc of fluid. The patient was stable the entire time. Their blood pressure and heart rate returned to normal prior to leaving the lab. There were no further patient complications and the patient is stable. Another laa closure procedure will be scheduled for the patient in 2-4 weeks.